Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072884 / 7072980.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components will not be returned as they were discarded by the medical facility.